Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The blood glucose of the customer at the time of incident was unknown. The customer stated that the insulin pump had lines on the screen and letters appear fuzzy. The customer stated that the icons on the top are faded. Troubleshooting was performed and the customer was advised that the insulin pump needs to be replaced. The customer was asked to discontinue use of the insulin pump and revert ot backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with no anomaly on display lcd window noted.